Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. On 10/25/2024, the patient ¿curled out in the corner of the bedroom completely out in a coma¿, this happened during night when patient was sleeping. While the patient was unconscious the cgm reading was low. Her husband called paramedics. At 6:40pm, the patient was unconscious and the husband couldn´t wake her up. When the paramedics arrived the cgm reading was 70 mg/dl and the bg reading was 22 mg/dl. At 7:12pm the patient was treated with IV glucose and regained consciousness after 10 minutes. The patient declined to provide further information about the event. At the time of the report the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.